Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device battery longevity was dropping faster than expected. Review of device data determined that the device was exhibiting an increase in battery power consumption more than anticipated due to high rate atrial sensing and a high left ventricular (lv) output programmed at 5 volts. In addition, the device was also noted to have the signal artifact monitoring (sam) software, which may also consume additional battery power. A boston scientific technical services agent provided guidance to the healthcare provider to consider programming the device to a non-atrial sensing mode and to turn off the atrial lead in addition to potentially adjusting of the lv output, if possible. The device remains in-service. No patient symptoms or adverse patient effects were reported.